Manufacturer narrative:
Design history indicates the screw passed normal inserting torques. Since neither tip of screw or x-rays of screw tip were returned, the condition of same cannot be determined. Hence, probable cause may be attributed to overloading on a possible harder bone structure. Screw is fractured at approx the last thread. Device history records and raw material certification are in order, and indicate the screw was manufactured to specification. Scanning electron microscope examination of the fracture surface showed elongated and tensile dimples. The fracture appears to have occurred in overload torsion.

Event description:
It is reported that during implantation in 2007, when the surgeon was inserting the screw, the screw broke under the screw head. The tip of the screw was unable to be extracted, and remains implanted in the pt. A revision surgery has not been scheduled.